Event description:
It was reported that the patient is experiencing lower back pain and foot numbness within 24 hours of receiving the spinal pak, surgery was on (B)(6) 2022. The patient stated the issues have recently dissipated. There is still a little discomfort in sciatica. It was later reported on (B)(6) 2022, the patient wears the electrodes on her lumbar area. She said that she had a spinal fusion and had terrific sciatic pain in that area prior to using the spinal pak. She then stated that after she started using the spinal pak, she was experiencing numbness in her knee and foot and pain in her foot. The patient stated that the pain was a 7-9 on a scale of 1-10 and that it came and went. The patient reported that the pain and numbness in her knee and foot went away after a few days and she continues to treat with our product. The patient stated that she has spoken to the doctor regarding the pain but nothing was prescribed or recommended to use. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient is experiencing lower back pain and foot numbness within 24 hours of receiving the spinalpak. Patient stated that since friday the issues have dissipated. There is still a little discomfort on the sciatica. The patient will mention symptoms to the doctor. I spoke with the patient regarding the pain and numbness in the foot. The patient wears the electrodes on her lumbar area. She said that she had a spinal fusion and had terrific sciatic pain in that area prior to using the spak. She then stated that after she started using the spak she was experiencing numbness in her knee and foot and pain in her foot. The patient reported that the pain was under the skin. The patient stated that the pain was a 7-9 on a scale of 1-10 and that it came and went. The patient reported that the pain and numbness in her knee and foot went away after a few days, and she continues to treat with our product. The patient stated that she has spoken to the doctor regarding the pain, but nothing was prescribed or recommended to use. No additional patient consequences have been reported. The spak was not returned for further evaluation.